Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a return of target symptoms noting that when they stand up they can't hold it at all. Stimulation was confirmed to be turned on and set to 4.4 on program 2. The patient then mentioned that the ins was higher up than it used to be and the patient was thus advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.